Event description:
One pt with discrepant d-dimer results. Initial result obtained in 2008, 0.41 ug/ml, repeated three days later, gave 0.59 ug/ml and 0.47 three times. Initial result was not reported. If additional info is received, appropriate notification will be provided.